Event description:
The hosp staff used the device in an attempt to administer external pacing to a pt. The pacing current was set to maximum and allegedly capture could not be achieved. There also was allegedly no pt muscular reaction to the pacing stimuli. Another external pacemaker was made available and used. The pt's outcome was described as "ok".